Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed.attempt to charge and boot the unit and passed. Attempt to download the receiver log and passed. Perform log review. Found rttloss in the log within the investigation window, this is an indication that the allegation did occurred. Perform receiver functional test and pass all relevant tests. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.